Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic for unrelated radiation treatment. Upon interrogation, the right ventricular lead exhibited noise. The lead was reprogrammed. The lead continued to exhibit noise and no further programming changes would be made due to patient's radiation treatment.